Event description:
Bd smartsite low sorbing extension set 0.2 micron filter has been clogging/malfunctioning while infusing on patients. Resulting in the infusion stopping and causing lengthening of treatment time.